Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declare elective replacement indicator (eri) after approximately 4.5 years of service. A longevity calculation conducted by a guidant technical services (ts) consultant 5 months prior indicated the device should reach eri after approximately 5 years of service. Guidant will await the return of this device, and will analyze it for premature battery depletion. There have been no reported symptoms associated with this clinical observation.